Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The elevator channel water flow inlet was loose and leaking. The forceps cover glue was peeling on the distal end. There was a crack in the glue on the distal sheath. The control body had fluid invasion and corrosion. E2/e3: additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope failed the leak test on the elevator wire channel. The port was loose. It was unknown if the issue was found at reprocessing before or after a diagnostic procedure. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the peeling forceps cover glue noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the issue was likely caused by an external force applied to the relevant part. This information is addressed in the instructions for use (IFU): "inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received the reporter. The issue was found at reprocessing after an endoscopic ultrasound. No other devices were involved in the event and no devices were replaced during the procedure. The intended procedure was completed with the same device with no surgical delay. The device was inspected prior to use and all parts were intact and functioning.